Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The probe manufactured on december 3, 2013. There were (B)(4) probes associated with this lot. The associated system was manufactured on january 12, 2009. Based on qa assessment, the product and associated system met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample showed that the probe tip was slightly bent. The sample was installed into a calibrated system. The cassette and tubing were successfully primed. When the accurus footswitch was depressed, the cassette housing filled with water until the console automatically started draining the cassette. The sample was found to be functioning as intended. The reported event was unable to be replicated, and no problem was found with the sample no problem was found with the returned sample. Therefore the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor aspiration during a vitrectomy. The case was completed using an alternate vitrectomy probe. There was no patient harm.